Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient reported feeling "jolts." The log file captured no adverse events, however, the patient was reported as symptomatic. There were approximately 105 pi events recorded over the approximately 3 day log file. System voltages remained within normal operating range.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.